Manufacturer narrative:
The insulin pump was received with all operating currents within specifications and passed functional testing including rewind, basic occlusion, occlusion, prime, excessive no delivery and displacement tests. All bolus programmed during our testing were properly delivered and recorded at the bolus and daily total history screens. Several blood glucose values and food grams amounts were enter using bolus wizard and then estimated amount was delivered. The insulin pump delivered properly all estimated amounts per bolus wizard. The bolus wizard functioning properly per bolus wizard sample in the user guide. However, the insulin pump was received with cracked case at the display window corners, reservoir tube lip, cracked battery tube threads and minor scratched lcd window.

Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time. (B)(4).

Event description:
Diabetes clinical manager reported via phone call high blood glucose levels, hospitalization and delivery anomaly. Customer's blood glucose level was 484 mg/dl which resulted in hospitalization. The diabetes clinical manager advised less insulin is being delivered than what the bolus wizard recommends. Customer called back to advise they changed the estimated total amount of insulin from 5.9 to 7.9 but the insulin pump only delivered 5.9 and it has done this a few times. Customer was wearing the insulin pump when they went to the emergency room. Customer's mother wants the insulin pump replaced and does not trust the device. Customer was advised to discontinue use of the device and revert to a backup plan. Customer was advised that the device would be replaced and agreed to return the product for analysis.

Manufacturer narrative:
Entering a blood glucose amount of 120 mg/dl and 60 grams of food, bolus wizard gave and estimated of 4.0 units. An extra 1.0 bolus unit was added and device delivered properly the estimated 4.0 bolus plus the 1.0 manually added bolus amount. Bolus delivered shows at the properly at the bolus history and daily total history files.